Manufacturer narrative:
The device was not returned; therefore, a device evaluation was not possible.lot 132722 was manufactured on 12/26/2018. All devices from the lot were manufactured per device specifications. There are no no-conformances or capas associated with this lot. Root cause cannot be determined or traced back to the device with the information provided. The complaint device was not returned for an evaluation. However, non-union is a known procedural risk for lumbar spinal fusion that is often caused by patient conditions that are entirely unrelated to device performance.

Event description:
It was reported that this was a plif (l5/s1) for spinal stenosis on (B)(6) 2022. The surgery was completed successfully with no surgical delay. After surgery, in (B)(6) 2023, a revision surgery due to non-union will be performed. In the revision surgery, the cages in question will be removed and replaced with different sized cages. Causes of the event are unknown. No further information is available. This complaint involves two (2) devices.